Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complications of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral central mound mastopexy using a full vertical and horizontal t incision. 1 piece of galaflex was used cut into rectangle shape. No concomitant procedures were done. On (B)(6) 2018, delayed wound healing; bilateral imf, was reported. Patient had wound debridement and dressing changes. Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.